Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional report from the healthcare professional of "textured recall" implant exchange. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event and availability of product return has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports a left side rupture. Device remains implanted.